Event description:
Hamilton medical ag received the following event description: the device alarmed with tf: 8912 - no patient involvement.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The reports contains also de investigation outcome. According to the complaint description, the device alarmed with tf: 8912. It is important to mention that no patient was involved at the time of the event. The logfiles were not provided for analysis. To address the issue a replacement cuff controller board was sent to the end customer. According to the partner, this resolved the problem. Hamilton medical ag considers this case as closed.